Manufacturer narrative:
A field service engineer has been on-site for troubleshooting. Inspection of the reported ventilator found water damage in the air gas module. The air gas module was replaced and the ventilator was returned back into service after a successful pre-use checks test was performed. The air gas module regulates the inspiratory air gas flow to the patient and its failure leads to inaccurate gas flow regulation which will cause failures during pre-use checks and alarms during ventilation. According to received information, water had entered the air supply system due to a faulty drier on the hospital's air compressor. According to the user's manual, maximum levels of water, (h20 < 7 g/m3) in the supplied gases to the ventilator must not be exceeded. Our conclusion is that the air gas module was damaged by water entering via the supplied air. The hospital has replaced all air gas modules on the affected ventilators and are using stand alone compressors to supply compressed air instead of the hospital's air supply system. The replaced air gas modules were not requested for investigation since the root cause to the reported failure is known and measures to prevent re-occurrence are/were taken.

Event description:
The hospital biomed requested an inspection of the ventilators after the hospital got an issue where water got into the hospital air supply system and into the ventilators. The ventilator in this report is one of them. (B)(4).

Manufacturer narrative:
Further information about the event has been sought. A supplemental medwatch report will be submitted when the investigation is completed.